Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent alarms while exercising. The customer could not recall the exact date of event or type of alarm. There was no reported impact to the customer's blood glucose level.